Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain, abdominal tenderness and low grade fever. The break in aseptic technique was further described as touch contamination during cleaning of the catheter. On the same day as the onset, the patient was hospitalized and treated with vancomycin (dose, frequency and route unknown) for peritonitis. Three weeks later (21 days), vancomycin was withdrawn. Nine days later, the patient began treatment with cipro (dose, frequency and route unknown) for peritonitis. On the same day, the patient was discharged from the hospital. Twenty days later, treatment with cipro was discontinued. The patient recovered from the peritonitis. On an unreported date, the patient was retrained in aseptic technique. During the event, pd therapy was discontinued and hemodialysis was initiated. The patient was later put back on pd therapy, which is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.